Event description:
It was reported that during the reprocessing of a prograsp forceps instrument, a broken wire was hanging out by the tip. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down and up cable were broken at the distal clevis hub. Both broken cable segments that contain the crimps were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.